Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique. The assignable cause could not be determined, as it is unsure why the patient had a breach in aseptic technique. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user.

Event description:
The following information was received by baxter global pharmacovigilance (gpv) and is a report from (B)(6) of break in aseptic technique and bacterial peritonitis with culture positive for (B)(6) in a patient coincident with unknown dianeal, extraneal and nutrineal therapy (doses and frequencies not reported). On an unreported date, the patient was diagnosed with peritonitis. On the day of admission to the hospital (unspecified), the patient experienced spasmodic abdominal pain with chills and nausea. He had 4 stools. It was reported that his granddaughter had gastroenteritis (further details not reported). Treatment rendered for the events was not reported. The outcome of the peritonitis is unknown. No further information was provided.